Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck on the delivery catheter and was not delivered to the vessel. There was no reported patient injury. The device will not be returning for evaluation. The vcd was used in a y90 procedure using a retrograde approach. The physician was trained in the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Hemostasis was achieved via manual compression with a 4 hour bedrest. The device is stored in a procedure room as it has been stored for years. The balloon of the device was still inflated as the sealant had not yet been delivered. The device was unable to tamp as the mynx was stuck. The deployer shuttled down completely. The device is not being returned for evaluation.

Manufacturer narrative:
B3. The event date is currently unknown. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck on the delivery catheter and was not delivered to the vessel. There was no reported patient injury. The device will not be returning for evaluation. The vcd was used in a y90 procedure using a retrograde approach. The physician was trained in the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Hemostasis was achieved via manual compression with a 4 hour bedrest. The device is stored in a procedure room as it has been stored for years. The balloon of the device was still inflated as the sealant had not yet been delivered. The device was unable to tamp as the mynx was stuck. The deployer shuttled down completely. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant stuck to device components¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.